Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultramini read inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning of (B)(6) 2015. The patient reported obtaining blood glucose readings of ¿175 and 163mg/dl¿, ¿179, 124mg/dl¿, ¿89 and 93mg/dl¿ and ¿140 and 124mg/dl¿ on the subject meter, obtained within 20 minutes of each other. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of ¿shaky¿ on the morning of (B)(6) 2015. The patient denied receiving any treatment for this symptom. The reported blood glucose readings fall within lifescan¿s accepted criteria for accuracy. The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient developed a serious symptom associated with hypoglycemia after the alleged product issue began.